Event description:
During a follow up call it was reported that the customer had to remove their sensor after only three days of use, because the insulin pump kept alarming lost sensor and the customer was unable to reestablish the communication. It was stated that, they were not sure, but the customer's blood glucose might have been 180 mg/dl. It was also reported that the insulin pump had alarmed motor error several times during bolus delivery. The customer stated that they have worn the sensor only a few times because the sensor glucose and blood glucose values have discrepancies; the blood glucose was above 200 mg/dl but the sensor glucose was showing above 300 mg/dl. Or the blood glucose was above 84 mg/dl or 86 mg/dl but the sensor glucose was showing above 61 mg/dl and the insulin pump went into threshold suspend mode, at night. In the morning, when the customer woke up, their blood glucose was 240 mg/dl and the sensor glucose was 121 mg/dl. Nothing further was reported.

Manufacturer narrative:
No unexpected motor error alarms, low suspend alarms or lost sensor alarm noted during testing. The insulin pump communicated properly with glucose sensor simulator and the minilink transmitter. The low suspend/thresh hold suspend alarm feature functioned properly. The insulin pump communicated properly with blood glucose meter; bg value was sent and received under test. The insulin pump passed displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery and motor tests. The insulin pump was received with minor scratches on liquid crystal display window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.